Manufacturer narrative:
Based on the additional information received, the ipg met the expected longevity. Hence, this event is no longer reportable.

Event description:
Additional information received indicates that the ipg was explanted and replaced with a new ipg due to recharge burden.

Event description:
It was reported that the patient's ipg may be replaced for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.